Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code - unk. Lot number - unk. How was case completed? ¿ unk.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2018 and a barbed suture was used. During the procedure, while closing the capsule, the needle popped off of the suture. There were no adverse patient consequences reported. Additional information had been requested.